Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that their ins was acting up and the issue had been going on for almost 3 weeks. The patient stated that they were getting electrical shocks in their vaginal area and that they were given a bunch of pain pills by their doctor. The patient added that they were in a lot of pain and that they needed assistance turning their therapy off. The agent tried to walk caller through connecting to their ins, but they encountered another issue. The patient reported seeing a screen with the symbol that looks like the antenna and another symbol that looked like the programmer. During the call, the agent walked the patient through connecting to their implant, but they kept seeing the same screen. The agent asked if patient had an antenna, but patient stated that the antenna was missing. The agent walked the patient through troubleshooting by repositioning the programmer over their implant and making sure to press the correct button. Troubleshooting did not resolve the issue. The agent sent a request to repair for a replacement of the antenna. The patient may call back if they still need assistance turning their therapy off.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID a520 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.